Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing threshold measurements increased from 840 ohms to 1,540 ohms. It was reported the patient rarely needs rv pacing. The rv outputs were programmed to 6.5v@1ms and the patient was scheduled for a chest x-ray to further evaluate the lead. No adverse patient effects were reported. The local area sales representative was contacted for additional information. It was reported, a chest x-ray was performed, however, the results were unknown. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.